Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a calcified annulus and a hypertrophic left ventricle, no pre-dilation was performed and the valve was released at 5 mm very slowly. After the release of the valve, the valve dislodged upward above the annulus resulting in mild-moderate paravalvular leak (pvl). Subsequently, a second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.